Event description:
The 6 shooter saeed multi-band ligator was being loaded onto the endoscope when the blue hook came off the loading catheter while inside the endoscope. The other blue hook of the loading catheter was used but the same thing happened. The hooks were retrieved from the endoscope. This product was not used on the patient; another product was used and the procedure was completed. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed report as it was described. Both of the blue hooks have separated from the loading catheter. One blue hook was included in the return. The outer diameter of the blue hook was measured and met the appropriate specification. The inner diameter of the loading catheter was also measured and met the appropriate specification. No kinks or bends were noted in the loading catheter. A discrepancy or anomaly that could have contributed to blue hook separation from the loading catheter was not observed during our analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce to occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.